Event description:
It was reported via repair work order that the footboard would intermittently display due to a broken scale module. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.